Manufacturer narrative:
No unexpected excessive no delivery alarms or motor error alarms noted during testing. Unit passed pump self test, off no power test, restart error test, displacement test, rewind test and basic occlusion test. The operating currents were in specification. Motor was tested outside of the unit and passed. Unable to prime during prime, system sensor test due to faulty force system sensor. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The mother of a customer reported via phone call that the insulin pump alarmed motor error and no delivery after manual prime. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump will not let the customer go back to the main screen. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.